Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre 2 sensor. The customer had contact with a healthcare professional and was prescribed fucicort ointment as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sharp was not returned. No physical damage was observed on the sensor patch. No issues were observed with returned adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.

Event description:
A customer reported a skin reaction at the site of the freestyle libre 2 sensor. The customer had contact with a healthcare professional and was prescribed fucicort ointment as treatment. There was no report of death or permanent injury associated with this event.